Event description:
(B)(4). Essure implantation: painful periods inflammation developed cysts, distended belly, endometriosis, lack of energy, joint pain, brain fog, essure ripped through fallopian tube and embedded in uterus, precancerous cells developed, complete hysterectomy.